Manufacturer narrative:
The local factory service representative examined the device and observed a displayed signal intermittently blank out. The rep. Replaced the pcb assembly and following testing returned the device to the facility for use. The factory determined root cause failure to ground pin on the assembly anode power supply.

Event description:
The rptr was using the device to perform routine pt monitoring. Reportedly, the device crt would intermittently blank out.